Event description:
It was reported that the block was not fixed with the femoral trial enough during op. The breakage of the part of the trial block was noticed.

Event description:
It was reported that the block was not fixed with the femoral trial enough during op. The breakage of the part of the trial block was noticed.

Manufacturer narrative:
A material analysis indicated the peg fractured in an overload condition due to a bending force from the outer edge of the clip. There was no evidence of manufacturing or material defects on the device features evaluated. The event was confirmed. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there has been other event for the reported lot. CAPA was initiated to determine root cause and corrective action. The investigation concluded that there were no observed manufacturing defects with the reported device. The fracture occurred in an overload condition. The cause of the reported event is likely attributed to user misuse.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.